Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd). Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Based on the information received the cause cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology likely impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted 11 years, two months, was explanted due to valve dysfunction. The explanted device was replaced with a 23mm ce valve. Patient the patient also underwent mitral valve replacement with a 27mm non-edwards valve during the procedure. Patient was discharged.

Manufacturer narrative:
Additional manufacturer narrative: added information to b5, b6, f10, h6. The device was not returned to edwards for evaluation as it was discarded. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after aortic valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant. The clinical observation was confirmed. The cause of the event cannot conclusively be determined; however, patient factors and progression of patient's underlying valvular disease likely impacted the event.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted 11 years, two (2) months, was explanted due to severe aortic valve regurgitation, high gradient, and perforation of prosthetic aortic valve leaflet. Pathology noted bioprosthetic valve with cuspal tears, perforation, and moderate pannus formation. Patient presented with congestive heart failure. "It was proposed that the patient could be suffering from hemolytic anemia related to the prosthetic valve dysfunction and the patient was placed on iron supplementation for this." It was learned fistula at rcc+ncc commissure area was obliterated by pledgeted prolene stitch. The explanted device was replaced with a 23mm aortic valve. Patient the patient also underwent mitral valve replacement with a 27mm non-edwards valve during the procedure. Patient tolerated the procedure well with no immediate complications. The ICU course was notable for cardiac insufficiency, pulmonary edema, sick sinus syndrome, junctional bradycardia and atrial fibrillation. The patient underwent cardioversion. Patient was discharged home on post operative day seven (7).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: initial report of "no findings available" result code in h6 is correct code.

Manufacturer narrative:
H10. Additional manufacturer narrative: added conclusion code h6 code. The cause of the event was most likely due to patient factors and progression of patient's underlying valvular disease pathology. H11. Corrected data: corrected h6 result code, proper code is 180.